Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. Additionally, device analysis revealed an anterior cuff tab was separated and not returned. A cuff tab measures approximately 0.01 by 0.01 inches. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The IFU deviation(s) would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). A femoral angiogram was not performed to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous coronary procedure. A femoral angiogram was not performed. Reportedly, the proglide couldn't suture the blood vessel. A cuff miss was noted. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.